Event description:
It was reported that the vertical lift column on the 9900 system slow and the wheel locks on the workstation would not lock. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The casters and ps3 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.